Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 0167709 all inspections were performed per the applicable operations qc specifications. There were three (3) notifications noted that did not pertain to the complaint. There was one (1) notification noted for insufficient barrel lube. H3 other text : see h.10.

Event description:
It was reported that 6 bd syringe 0.3ml 31ga 6mm had deformed stoppers and the plungers were difficult to move. The following information was provided by the initial reporter:   it was reported by the consumer the rubber stopper was at an angle in the barrel and the plunger rod is difficult to move.   Date of event : unknown. Samples : available.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/13/2021. H.6. Investigation: customer returned a loose syringe and two sealed polybags labeled for 0.3ml, 31 gauge, 6mm syringes from lot 0167709. All of the syringes were inspected and their plunger rods were moved along the channels inside the syringes. All of the syringes were found to be working properly with the exception of the loose syringe, which was difficult to move. The rubber stopper at the tip of the plunger rod was found to be warped out of position and dragging in comparison to the other syringes. A review of the device history record was completed for batch # 0167709 all inspections were performed per the applicable operations qc specifications. There were three (3) notifications noted that did not pertain to the complaint. There was one (1) notification noted for insufficient barrel lube.

Event description:
It was reported that 6 bd syringe 0.3ml 31ga 6mm had deformed stoppers and the plungers were difficult to move. The following information was provided by the initial reporter :   it was reported by the consumer the rubber stopper was at an angle in the barrel and the plunger rod is difficult to move.   Date of event : unknown. Samples : available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd syringe 0.3ml 31ga 6mm had deformed stoppers and the plungers were difficult to move. The following information was provided by the initial reporter :   it was reported by the consumer the rubber stopper was at an angle in the barrel and the plunger rod is difficult to move.   Date of event : unknown. Samples : available.